Event description:
It was reported that the motor device ¿quits when pressure is applied to the burr¿. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no injuries, medical interventions or prolonged hospitalizations reported. The exact date of the event was unknown. However, the reporter clarified the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device¿s power was broken. Therefore, the reported condition was confirmed. It was determined that this was due to misuse by running the device in the safe or load position. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.